Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation of communication error was confirmed. Additionally the following findings were observed: worn out focus ring, grinding sound came in coupler, and the label on rear cover was faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the 4k camera head camera had the e224 error-scope communication error (unable to recognize a subject). The issue was found during preparation for use in a therapeutic robotic cholecystectomy. The procedure was completed using a similar set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified. The probable cause can be based on the following reference "e224 error is an error that occurs when there is an error in the communication between the endoscope and the processor (refer to: ¿when an abnormality occurs: how to identify the abnormality and how to deal with it¿, instruction manual otv-s400, chapter 9, section 9.2).¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.